Event description:
Event description guidant received information that this ventricular lead had a loss of capture and poor sensing. The patient had some symptoms. The lead impedance was measured as greater than 2500s. An x-ray confirmed that the lead had fractured.